Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were recommended.

Event description:
New information notes that another instance of non-sustained rv oversensing episodes due to post-paced twave oversensing was observed on a remote transmission. The patient did not receive therapy during the oversensing. Programming changes were discussed. The patient was stable.